Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful. The patients condition was good during and after the procedure.